Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. The customer's blood glucose level was 2.8 mmol/l. They had been treating low blood glucose levels. The customer stated that she was pregnant and her blood sugars were fluctuating. Customer reported red led light on charger. Red led flashed every 2 seconds. There was no need of troubleshooting. The insulin pump will not be returned for analysis.